Event description:
Pt returned home from work because of the flu. Her blood glucose level was 500 & her test for ketones was positive. That evening she was still feeling ill so she administered 15 unit of insulin by subcutaneous injection. She went to the hospital at 3 am that morning. The nurse noticed that the glass cartridge in her insulin pump was cracked & that it broke in two when removed. The bottom of the cartridge looked uneven.